Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, contaminated dso and uso sensors, and a worn and rusty latch lock. The event history log was unable to be reviewed due to error code 1260 on the device display. Functional testing was able to duplicate the reported problem. It was determined that the damaged microprocessor unit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code 1260. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.